Manufacturer narrative:
The returned product was evaluated. Pdm errors were seen in the data and on startup. The exact cause of this error could not be determined. A new pod was paired with the pdm. A 2 unit bolus was delivered. No issues were noted during insulin delivery.

Event description:
It was reported that the patient was taken to the endocrinologist and prescribed long acting insulin (treseba long 2). It was reported that a patient's blood glucose levels reached greater than 500 mg/dl the patient was also given insulin injections.